Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level ranged from 400-500 (mg/dl). Reportedly, a supply change was performed to resolve the issue.